Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.